Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is (B)(6), updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , e1 ( event site address , event site city , event site telephone ) , g1 ( contact person ¿ mfg site ). A getinge field service engineer (fse) evaluated the unit. The fse reported that they had found fault #53 in the logs and found fiber optic sensor module failure on the unit. The fiber optic assembly (0997-00-1169) was replaced. Device passed the performance and safety checks according to factory specifications. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 9 sept 2025. The failure analysis and testing dept. Received part number 0997-00-1169 with a reported unit failure of a fiber optic module failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance by getinge fse cardisave intra aortic balloon pump had fiber-optic sensor module failure occurred. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.